Event description:
A distributor in ireland reported a malfunction alarm with code malf 0 for a pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance in resetting the pump, and the customer was advised to continue using the pump, with instructions to report any recurrent malfunctions. The customer acknowledged and understood these instructions.